Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination.

Event description:
Made the back edges smoother. The back edges hurt my tongue. It worked for a while then one day fell apart. To whom it may concern, I bought these a month or two ago & just opened them. Used them for one week & they both fell apart. Kindly send me new ones? I don't need a refund just a new nite protector. My teeth get very bad without one.